Manufacturer narrative:
Concomitant medical products: 1581 lead, implanted: (B)(6) 2002. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a remote monitoring transmission, an alert was noted to have been triggered due to noise/possible electromagnetic interference detected as non-sustained episodes and short v-v intervals. The device remains in use. No patient complications have been reported as a result of this event.